Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver is shutting off on its own on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiuver cause was opened for further evaluation. An internal inspection confirmed the reported event of the receiver ceasing to function. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).